Event description:
It has been reported to co that during the procedure while the dilator was being removed, reportedly, the valve of this device had dislodged, causing a constant stream of blood. The device was removed and replaced. The pt is reported as fine and the device is being returned for co's analysis.